Event description:
Overdelivery reported: the pump was programmed to infuse prograf (concentration unk) at 10.4ml/hr for 24 hours. It was reported that the total volume was infused after 12 hours. The physician was notified, but there is no info whether any orders were rendered. The customer contact confirmed that there was no adverse event or pt harm noted, nor was the hospital stay or therapy course altered in any way due to the reported event. Though requested, there was no additioanal info available.